Event description:
It was reported, "missed injury, as the operator realized in time that the [PICC] was rupturing, preventing a piece of the device from going into the circulatory stream. During the implantation of the PICC the operator realized that the catheter had ruptured so he pulled it out, threw away the bloody piece. In the case of actual use of the device: diagnostic, clinical, surgical procedure, contact with the patient, length of stay, duration of the procedure, etc. About 30 minutes."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0054 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.